Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) for evaluation. The evaluation determined that the device charging failure was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by a resmed product manager that an astral device will not hold a charge. The device was not in use when the fault occurred, therefore, there was no patient involvement.